Event description:
Surgeon reported that a CT scan confirmed a leak in the lap-band system and an explant surgery is scheduled for a band replacement. The device will be returned. Follow-up findings: "the patient presented to clinic after [the patient] started to gain weight fairly rapidly. The surgeon accessed the band reservoir and injected a small amount of gastrografin. Helical scans were performed with multiplanar and mip reformats. The findings indicated a definite leak of contrast material around the band. It appeared most extensive at the junction between the tubing and the band just anterior to the lesser curvature/fundus of the stomach. Contrast material has passed along the tubing and posterior to the left lobe of the liver but with no convincing evidence of a leak seen elsewhere. In conclusion a contrast leak confirmed and likely to be from tubing connection and the lap band at the lesser curvature/fundus of the stomach. Methylene blue injected into the reservoir on date of revision surgery and leaked profusely from tubing connector. The band was removed and replaced with a new lap-band system, aps, rapidportez.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the patient's charge for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstructions, band slippage or over-restriction."